Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Images and photos were provided and review is currently underway. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nineteen months post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was successfully captured and retrieved without difficulty using a snare. One filter limb remained embedded in the ivc wall which was then captured and retrieved with the snare. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual inspection: the filter was returned with 6 legs and 5 arms present and intact. One arm was found to be detached near the apex. The exact location of the detachment could not be identified due to clot/tissue in the apex. Clot/tissue was also found on the retrieval hook and on the detached arm. The detached arm measured approximately 2.6cm in length. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: two digital photos were provided and reviewed by the bpv engineer. Both photos show a denali filter in a specimen cup. All 6 legs and 5 arms are present and intact. A detached arm can be seen in the specimen cup. There appears to be clot/tissue within the apex and on the detached arm. Based on the photo review, a detached arm can be confirmed. Based on the images provided, a snare device successfully captured and retrieved a denali filter, a detached filter arm was identified post filter retrieval and a snare device successfully captured and retrieved the detached filter arm can all be confirmed. Conclusion: the filter was returned. Images and photos were provided. Based on the returned sample condition and the images received, a detached arm can be confirmed. Per the reported event details, the filter was initially implanted on thrombus in the ivc. It is unknown whether this contributed to the reported event. Based on the information provided, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: specific warnings, precautions and directions for use of the denali jugular system are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.